Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease, wear abrasion, deformation, voids and particle were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient's spouse reported surgery to remove the implant due to an "increased risk of malignant lymphomas". Healthcare professional reported right side capsular contracture, baker grade IV. The device has been explanted.

Event description:
Patient's spouse reported surgery to remove the implant due to an "increased risk of malignant lymphomas". Healthcare professional reported right side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient's spouse reported surgery to remove the implant due to an "increased risk of malignant lymphomas". Healthcare professional reported right side capsular contracture, baker grade IV. The device has been explanted.